Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) and ck-mb results generated on a unicel dxi 800 access immunoassay system for two pt. The customer re-ran the samples and the results were within normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigating the event. The fse performed a preventative maintenance (pm) on the instrument. Then the fse ran a system check which passed. Also, the fse ran sample probe carryover testing which did not pass. The fse replaced sample probe and reran sample probe carryover testing and obtained substrate dispense failures. Then the fse replaced substrate probe and adjusted voltage. The fse primed and calibrated back-draw. Although the fse addressed several issues on the instrument, a definitive root cause could not be determined for this event. MDR # 2122870-2008-137 documents the results for pt 1. This is 2 of 2 separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2008-137, 2122870-2011-04565 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 fr add'l reportable events.